Event description:
During normal follow-up on (B)(6) 2021, there was inappropriate shock due to oversensing suspected due to isoline 2ct6 problem. Doctor's comment: the noise oversensing was suspected on egm when delivered the shock. In ddd, rv pacing in safer mode, there was an episode where the interval was extended due to oversensing.